Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. The device was suspected of complete battery depletion. The patient has not been compliant with device check. The patient had refused to replace the device against the physician¿s recommendation. The device remains in the patient. No patient complications have been reported as a result of this event.